Event description:
According to the rptr: the needle broke off from the suturing device, and the needle piece could be seen on x-ray, but the surgeon was unable to retrieve.

Manufacturer narrative:
(B)(4).